Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx drug eluting stent was implanted into the rca. Approx 19 days post index procedure, the patient suffered a bleeding complication. It was reported that stroke occurred. Cec assessed the event as a 767 barc type 3c. Safety assessed the event as possibly related to the device and anti-platelet medication.